Manufacturer narrative:
Block b3: date of event not provided. However, january 1st, 2014 was selected as the estimated event date because the information in the article was studied between january 2014 and december 2024. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's address: piazza dell'ospedale maggiore, 3.; reported here as it exceeded the character limit for the designated field. Block g2: literature source: m. Cintolo, a. La mantia, g. Bonato, f. Pugliese, l. Dioscoridi, m. Cintolo, m. Bravo, a. Palermo, c. Gallo, m. Mutignani, e. Forti, et al. "Evolution of patient selection, technique and outcomes in eus-guided gallbladder drainage: a retrospective analysis over a decade" vol.13 (2025). ID: pp1003. Block h6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
Boston scientific became aware of information involving an axios lumen-apposing metal stent and electrocautery enhanced delivery system through the article titled "evolution of patient selection, technique and outcomes in eus-guided gallbladder drainage: a retrospective analysis over a decade" by m. Cintolo, et al. Per the article, a total of 50 patients were included in a retrospective, single-center study; including all consecutive patients who underwent endoscopic ultrasound guided gallbladder drainage (eus-gbd between january 2014 and december 2024, with the aim of evaluating changes over time in patient selection, procedural technique, and clinical outcomes. Patients were stratified into two cohorts based on the date of the procedure: group a (procedures performed up to (B)(6) 2020) and group b (procedures performed from (B)(6) 2021, onward). A comparative analysis was conducted between the groups. The overall rate of biliary adverse events (including recurrence and other complications) was 24%, with both early and delayed events remaining infrequent. Please refer to the published article for full procedural details, complete adverse event descriptions, and a full listing of physicians and healthcare facilities.